Event description:
Surgeon reported that the conjunctive was eroding around the device causing exposure of the implant. The implant was removed and not replaced. The surgeon stated that is "had nothing to do with the valve or the implant but rather the eye itself". There were no issues with intraocular pressure (iop), but the exposure that precipitated the removal of the shunt. The patient gender, age and weight were not reported.

Manufacturer narrative:
No additional information is expected.